Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, there were several low insulin and no insulin alerts observed in the pump data. There was no reported impact to the customer's blood glucose level.